Event description:
Reporter noted no vacuum detected during air/fluid exchange with soft-tip extrusion. Used cutter to remove fluid; a localized retinal tear occurred. Repaired detachment. Unable to remove blod clot over macula. Patient's condition reported as guarded.